Event description:
It was reported that one large volume infusor elastomeric device was observed with no flow. According to the report, the patient stated that 2/3 of the solution did not infuse. No patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There are seven other complaints and incidents related to product lot 13a071; two of the complaints/incidents are related to the no flow condition. Visual inspection of the sample showed no signs of blockage or abnormality that could have caused the reported problem. No signs of flow problem were observed during the functional test. Based on the evaluation finding, the reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.